Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/26/24 an ilet user's healthcare provider (hcp) reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 11/13/24. According to the hcp, the issue arose when the user had turned off their alerts and alarms on the ilet system, which caused them to miss an infusion set site failure and subsequently end up in dka. The user was admitted to the ER but was not hospitalized for an extended period and was released the same day. During the hospital visit, the user received an IV and underwent a full supply change. There was no immediate health effects reported. After the event, the user resumed using the ilet system. The user was using the convatec contact detach (23", 6mm) infusion set during the event.